Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5168918.

Event description:
Voluntary medwatch received states over-sensing of noise noted on the patient's right atrial lead. This resulted in inappropriate automatic mode switch programming changes were made. No adverse patient consequences were reported.